Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025 at around 9:30pm, the cgm on the son's phone was 45 mg/dl. It was not specified if the follow app was in use. The patient did not respond to the son's phone call, so the son asked the neighbor to check on him. The neighbor found the patient unconscious on the floor. The son called the ambulance to take him to the hospital. While on the way to the hospital, the patient was given 3 tubes of glucagon gel as treatment by the paramedics. The patient was reportedly unable to recall cgm readings and bg while inside the ambulance. When he arrived at the hospital, the patient could not cannot recall readings on cgm and bg. The patient mentioned that at the hospital he was given juice, 2 packs of crackers, and a sandwich. After treatment, he could not recall the cgm and bg reading. He was observed until 2:30am and was stable and sent home. Additionally, the patient stated that there was no alerts on his cgm when his blood sugar was dropping and when he did a fingerstick reading, it was 30 points higher on the cgm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.